Event description:
Event description cpi received information that a bipolar atrial lead implanted with a ventak av implantable cardioverter defibrillator (ICD) (which is currently us market -released) and endotak transvenous defibrillation lead system exhibited low amplitude p-waves. The physician performed an invasive procedure to relieve a pocket hematoma, and elected to reposition the bipolar atrial lead during the same procedure.